Event description:
The manufacturer received information from a third party service center alleging a "service required" condition occurred. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The ventilator's oxygen blending module board was replaced to address the issue.